Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient was hospitalized on (B)(6) 2026 due to diabetic ketoacidodsis and pain. Patient reported feeling tried and weak.the length of hospitalization was greater than twenty-four hours. The blood glucose level was 550 mg/dl at the time of event and ketone level was 7.1 and the patient got treated with intravenous insulin. No further information is available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.